Manufacturer narrative:
Patient''s weight unk. Patient''s ethnicity/race unk. Other relevant history unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. Spectranetics lead locking devices were inserted into the leads to provide traction for the lead extractions. The ra lead was successfully removed using a spectranetics 14f glidelight laser sheath. Using a spectranetics visisheath dilator sheath along with the 14f glidelight device, the physician was attempting to extract the rv lead. The glidelight device was approximately 25mm from the rv lead tip when the lead freed from the rv. The physician noted that the heart border was not beating the same, although the patient''s blood pressure remained stable. Rescue efforts began, including rescue balloon, pericardiocentesis (210cc blood was drained) and sternotomy. An approximately 2.54cm perforation to the superior vena cava (svc) was discovered. The repair to this area was successful and the patient survived the procedure.this report captures the glidelight device in use when the svc perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.